Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, the lens was not implanted. Section d6b - explant date: not applicable, the lens was not implanted. Section e1 - telephone number: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation, the doctor discovered that the haptic portion of the lens was torn. As a result, the lens was not implanted. Through follow-up we learned that the directions for use (dfu) were followed during lens preparation. No issues observed during lens preparation. The iol was not in contact with the eye. The procedure was not completed. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 03-jun-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: the suspected device were received and visual inspection revealed that the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd was observed inside the cartridge and lens module, indicating that an excessive amount of ovd may have been used. No issues with the handpiece were observed. No lens was returned for evaluation. The complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.